Event description:
On (B)(6) 2012, customer reported that the dxc 600i had some occurrence of non-reproducible false positive accutni patient results. Customer did not indicate as to the number of results that were affected. Customer stated that a proactive procedure has been implemented to verify unexpected results prior to reporting result outside the laboratory. Customer stated that the laboratory procedure was to repeat any troponin results that do not fit the clinical picture. Customer did not provide information indicating an increase in occurrence or an instrument malfunction. On-site service was not needed. Customer was asked to provide specific data, however, the customer declined to provide this information. There was no death or injury to the patient(s) or change in the treatment(s) attributed or connected with this event. No cause for event has been determined.

Manufacturer narrative:
Device evaluated by manufacturer: no, on-site service not needed. Eval summary: on-site service not needed.